Event description:
Reporter indicated that pt's device was explanted due to infected abscess at the generator site. It was reported that the generator was explanted and that the lead was left in place. Two weeks after explant, the pt was seen for follow-up at which time there was still some purulent drainage at the site.